Event description:
During implantation, with the stylet could not be inserted into the lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The stylet was unable to pass through the lead likely due to blood in the inner coil at the connector region, which likely caused the field report of stylet insertion failure. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.